Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was over 600 mg/dl. The customer reported that they had received the battery out limit alarm and weak battery alarm and the insulin pump had blank display. The customer treated with the manual injection. Troubleshooting was declined for high blood glucose. The customer stated the pump came back on she got a battery out limit and weak battery alarm and her insulin pump shut off from yesterday night and her blood glucose level was over 600 mg/dl all night. The insulin pump will be returned for analysis.